Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. Mwr-17072019-0000476596 submitted for adverse event which occurred on (B)(6) 2011. Mwr-17072019-0000476597 submitted for adverse event which occurred on (B)(6) 2012. Mwr-17072019-0000476600 submitted for adverse event which occurred on (B)(6) 2013.

Event description:
It was reported by an attorney that the patient underwent incarcerated ventral hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent debridement of her abdominal wound on (B)(6) 2011 and was discharged 14 days later. It was reported that the patient underwent repair of an incisional ventral hernia on (B)(6) 2012. It was reported that the patient was admitted to the hospital for cellulitis of her abdominal wall on (B)(6) 2012 and was discharged 5 days later. It was reported that the patient underwent incisional ventral hernia repair surgery on (B)(6) 2013. It was reported that the patient experienced severe pain and inflammation. No additional information is provided.